Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 5134410. Common device name: quattrode lead wide spaced, 90 cm, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 5271377. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-00620. It was reported that the patient experienced ineffective therapy with the left supra-orbital and left occipital leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the left supra-orbital lead and the left occipital lead were repositioned to address the issue. Effective therapy was restored post-op. It is unknown which supra-orbital lead, and which occipital lead are liable.